Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient was instructed to notify rep if por shows up again on patient programmer. The por and stimulation issue was resolved. No further information was reported.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that therapy was turning off by itself. Patient walked by automatic doors when stimulation turned on/off. Stimulation on/off not related to positional movement. This issue occurred intermittent. The rep reported that patient was using the "stim on" button when he notices pain was back and assumes that it was off because of him going by automatic doors. Patient does not perceive stimulation normally so it is generally a couple days until he checks the stimulation. Rep used sync button to check the ins . Patient does not report seeing power on reset (por) screen on the patient programmer. Por was reported on the clinician programmer. Reviewed steps to clear por. Por was successfully cleared. The message was 0x04 or 0x4. Rep will check the patient settings and turn stimulation back on. No further patient symptoms or complications were reported in this event.